Event description:
It was reported that pump displayed cgm error message while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, error message did not recur, and customer successfully started new sensor session.